Event description:
Patient here for surgery/splenectomy. Tearing of plastic caused inadequate insufflation during case. Piece of green plastic sleeve was retrieved from inside the patient. Abdomen and missing torn piece exactly matched missing portion on sleeve. Md, medical doctor, stated tear was due to manufacture defect and wanted follow up and investigation through the company. Diaphragm of hand port tore into 3 different pieces inside peritoneal cavity - all were retrieved without difficulty.